Event description:
A malfunction alarm designated as malfunction 24 was reported, but there was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.